Event description:
The customer reports back to back results of 162 and 90 mg/dl, the customer mentions numerous falls due to neuropathy and hence loss of feeling in his feet. He and his aide ran controls three times and they were in range. No report of an adverse event. Return requested and replacement was sent.